Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge. It was noted that the ipg was too deep and on a tilt. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.